Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) regarding multiple cartridges during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
Additional lot numbers were reported (lot# m003929, m004205); however, the cause of the event is not due to the cartridge. The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.